Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged rear gasket. This event had the potential to interrupt delivery. The event occurred before use. It is unknown in which care area this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, it was determined the root cause of the reported condition was due to a damaged rear case main gasket.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged rear gasket was confirmed by baxter personnel during product evaluation. A definitive root cause has not yet been identified. The gasket was replaced to correct this condition. A service history review revealed that this device has not been serviced prior to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.